Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, the pump was found to have all the keypad buttons responding appropriately. No physical damage was found to the keypad. The down arrow button contact was found to be cracked. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.